Manufacturer narrative:
The vessel sealer instrument involved with this complaint was returned to intuitive surgical, inc. (Isi) and evaluated. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument¿s grips opened and closed properly. In addition, the instrument passed a cut test. A review of system logs showed no failures. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the patient sustained a partially transected ureter injury. The surgeon claimed that a vessel sealer instrument had inadvertently transected the ureter. However, the vessel sealer instrument was returned to isi, evaluated, and no trouble was found. Therefore, there is no evidence that a malfunction of the instrument occurred. The root cause of the intra-operative complication is still not known.

Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the patient sustained a partially transected ureter injury. The surgeon claimed that a vessel sealer instrument had inadvertently transected the ureter. However, at this time, the root cause of the intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, the surgeon claimed that the blade of a vessel sealer instrument inadvertently and partially cut the left ureter. On 07/23/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and the following additional information regarding the reported event was obtained: the csr was in the hospital but in a different room in the or when the event occurred. The surgical procedure was not recorded on video. After the incident occurred, the csr entered the room and spoke to the surgeon. There were no reported system errors when the event occurred. The ureter was partially transected. The surgeon was unsure as to exactly how the injury to the ureter actually occurred. It is unclear as to what surgical task the surgeon was performing when the event occurred. The surgeon requested for the vessel sealer instrument to be inspected since she believes that possibly the instrument had possibly fired on its own or had an exposed blade issue. She also believes that possibly the blade had transected beyond its limit or the blade track. A urologist repaired the ureter robotically during the same surgical procedure. The surgical procedure was completed robotically. No post-operative complications have been reported.